Event description:
It was reported to philips that an image disk issue caused by hard disk converter box malfunction on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service cleaned the hard disk converter box and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).